Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took out the needle after receiving the demand and tried inserting another sensor and there was something wrong. Customer blood glucose value was 180 mg/dl. Customer stated that she lost one sensor after 3 days, unexpected re-initialization. The sensor will not be returned for analysis.